Event description:
In 2009, the lay-user/pt contacted lifescan alleging that a one touch ultra 2 meter was reading inaccurately high. The medical surveillance specialist (mss) spoke to the pt on jun 29, 2009, and was able to obtain/verify limited info. The pt tests her blood glucose 3 times a day. She takes 75/25 insulin twice a day. For blood glucose readings above "250 mg/dl", she takes extra humalog insulin. The pt indicated that the alleged meter issue started the day prior to original date, at around 8:00 am. The pt was unable to provide the specific meter reading obtained that morning. However, the pt mentioned that the reading was high and that she took extra insulin. Two hrs later, the pt claimed that she developed symptoms of feeling hot and cold, dizzy, and clammy. She also felt as though she was going to pass out. The pt tested her blood glucose while she was symptomatic and got a result of "70 or 65 mg/dl". The pt administered self-treatment by drinking orange juice and consuming a glucose pill. The self-treatment helped to relieve her symptoms. The pt was unable to indicate if she ate breakfast the morning of the event. The pt initially reported results of "224, 257, and 231 mg/dl" to the one touch customer advocate (otca) the next day on original date. However, it is unclear as to what date(s)/times the results were obtained. The pt claimed that she suffered about 5 total hypoglycemic events while using the reported meter. The pt was reportedly not using a correct technique for testing with the reported meter. The pt was obtaining blood samples from her fingers but was also not cleaning the puncture sites correctly. The meter, test strips, and control solution were replaced. Based on the info provided, this complaint is being reported due to the following info: the pt claimed that she took extra insulin based on an unspecified elevated meter reading and then developed symptoms associated with a serious injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.